Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an un-specified calcified lesion. The balance middleweight (bmw) guide wire was advanced, but could not cross to the lesion due to the anatomy. After removal, it was noted that the area between the j-portion and the shaft had peeling coating. No portion of the guide wire coating was left in the anatomy. A new bmw guide wire was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013 the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.